Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: manufacturer contacted customer on 3/13/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that he was having chest pain at the time and his wife was going to take him to the hospital. Customer states that his symptoms are not related to his blood sugar and that we should not worry. Another follow up were attempt but customer hung up. Strip vial was open a year ago. (Expired strip produced e-2 error code).

Event description:
Consumer reported complaint for hi blood glucose test results. (B)(6), pharmacist, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is (B)(6) 2016. The meter memory was not reviewed for previous test result history: pharmacist called in on behalf of customer stating that meter was reading e-2. Customer states he is having symptoms of high blood sugar. Ran a blood test meter read hi. I advised customer to seek medical attention, customer denies. Customer states he was just concerns with e-2 and has not been able to test because he ran out of test strips. Customer purchased test strips at (B)(6) and is not at all concerns with the hi results we obtained today. Explained to customer that hi means his blood sugar is above 600mg/dl and that he may need medical attention. Customer states no I just wanted the test strips to work. Pharmacist also attempted to convey customer to seek medical attention. But customer declined. Customer states that he was having chest pain at the time and his wife was going to take him to the hospital. Customer states that his symptoms are not related to his blood sugar and that we should not worry.